Manufacturer narrative:
An ocd field engineer visited the customer site, replaced the reader camera, performed camera adjustment and brightness settings and verified the new reference image. The gripper assembly was also replaced. Repairs have returned the instrument to expected operations. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).

Event description:
The customer indicated that the ortho provue analyzer interpreted a dual population (positive) reaction as negative. Visual inspection of the processed gel cards showed the results were dual population. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.